Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the first distal row that were stretched and bent. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was selected. However, it was noted that the proximal stent strut was bent when it came out of the package. No patient complications were reported and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x16mm synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was selected. However, it was noted that the proximal stent strut was bent when it came out of the package. No patient complications were reported and the procedure was completed with another of the same device.